Event description:
The following has been reported: reported to biomed with defective sticker. Biomed reported errors in log, biomed will run test infusion. 12/16/2022- biomed ran test infusion and pump immediately alarmed "pump problem, remove from service". No patient harm. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: pneumatic valve actuation failure (valve 5)(pva-5) reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. The pump experienced a pump problem alarm. A loose connector was found to be the cause of valve 5 not actuating. The pump problem alarm did not return once the connector was reseated. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.